Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was indicating different temperature then the patients. Per review of wo on 20dec2024, patient was not affected.

Event description:
It was reported that the arctic sun device was indicating different temperature then the patients. Per review of wo on 20dec2024, patient was not affected. Per follow up information updated from wo on 18feb2025, after testing the unit with ctu, no problems (discrepancies) were found. This means that the problem could not be duplicated. Regular field test as per service manual. The unit was in the customer warehouse where it was tested. Technical personal of customer were present during testing. No problems were found. Unknown as the issue was not reproduced.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. After testing the unit with ctu, no problems (discrepancies) were found. This means that the problem could not be duplicated. Regular field test as per service manual. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.